Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the keypad buttons were unresponsive. The pump had previously been exposed to moisture after the bolus button was damaged. The alleged issue was not resolved with troubleshooting. This report is being made based on the alleged malfunction.

Manufacturer narrative:
Follow-up # 1 date of submission 09/09/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/30/2013 with the following findings:the keypad was found to be fully intact; no peeling or damage was observed. The complaint of the unresponsive keypad buttons was unable to be duplicated; all keypad buttons responded appropriately. The keypad cover was removed and no evidence of contamination was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.